Event description:
It was reported that the reservoir had air bubbles and the plunger was hard to remove. Customer's blood glucose was unknown. Troubleshooting was not done due to customer resolved the issue by changing out the infusion set and reservoir. Advised the customer the reservoir and infusion set would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the o-rings/stopper groove for defects, and no anomalies were found. Performed testing per specification, and no air bubbles were noted.